Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the objective lens being damaged inside could not be identified. However, it¿s likely the cause is related to improper handling, such as hitting hard objects or dropping the video endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope "endoeye", 10 mm, 30°, pal, high definition had an abnormal image. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, chipped plan glass with broken off parts at the outer tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: (B)(6) university. The device was returned to olympus for evaluation and the evaluation found chipped plan glass with broken off parts at the outer tube, the screen blacked out occasionally, the light guide connector was damaged, the light guide fibers were damaged, and there were dents on the outer tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.